Event description:
The hcp rpeorted "question pocket infection with wound dehiscence." A follow-up report will be sent when additional information becomes available to us.

Manufacturer narrative:
B5 - the hcp reported that the date of onset of infection was 1/6/2006. The patient does not have meningitis. The signs and symptoms of infection were fever, redness, swelling, drainage, pain, incisional wound opening and pocket erosion. The primary location of the infection was the device pocket. A culture of the device pocket was obtained and staph epi/mrse was cultured out. The treatment consisted of both intravenous and oral antibiotics and partial device system explant. The patient outcome is reported to be "ongoing". No drug withdrawal was experienced. The patient has the risk factor of debilitated status. "The pumnp was moved to a new site. New site ok. Old pump pocket still draining.